Event description:
Physician was attempting to treat a lesion in the left circumflex osteal-proxima (lcx) using resolute integrity drug eluting stent. The lesion was little calcified with 80% stenosis and moderately tortuous. It was reported that the lesion was pre dilated with a non-mdt balloon but the resolute integrity could not cross the lesion. The lesion was pre dilated again with a non-mdt balloon and the resolut integrity still could not cross the lesion. Device returned and through analysis stent deformation was found. Image review the procedural images show the tortuosity of the vessel with calcification and stenosis at the target lesion present. The images show pre-dilation of the vessel and also appear to show the attempted delivery of the resolute integrity stent to the target lesion in the in left circumflex ostial-proximal vessel. Evaluation summary: the distal tip was frayed. Initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 3rd, 6th and 7th distal segments were misaligned with slightly raised struts.

Manufacturer narrative:
Evaluation results: patient condition affected effectiveness of device (vessel/lesion morphology). Inherent risk of procedure (stent deformation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (vessel/lesion morphology). Known inherent risk of procedure (stent deformation). (B)(4).